Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in padova, italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera during test pre-disinfection. Reportedly, the customer is actually using the device and while waiting post-disinfection results. There was no patient injury.

Manufacturer narrative:
Through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly as per the instructions for use, the h2o2 monitoring is applied as per instruction for use and a pall filter is used for tap water. The device is left full of water unless the scheduled surgical activities are constant weekly. However, the device is reportedly maintained as per instructions for use. The hospital does not use reusable blankets and aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. Despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.